Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid, fentanyl, bupivacaine (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported that a patient reported 'as I get closer to needing a refill, it seems to be slower and ¿since I got my equipment at implant, as I get closer to needing a refill, every 5.5 weeks, it seems to get slower. They told me their unit speeds it up. Other patients have said the same thing that the pumps load faster and distribute fast after a refill.' It was noted while connecting to pump on the call, the patient reported ¿it runs slow. It will go up to 91% immediately and then give a bolus.¿

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.